Manufacturer narrative:
The device was received for investigation and was tested with test lancets at all different pricking depth settings. For each attempt, the needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems. The complaint could not be confirmed. No abnormal attribute was found on the lancing device. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained that a coaguchek softclix lancet device did not fully retract and extends beyond the end cap. The center of the release button was not yellow and the needle did not fully retract and extended beyond the end cap after pressing the priming button down. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.